Manufacturer narrative:
A getinge field service engineer (fse) spoke with the customer. The customer advised that the unit was powered 'on' in the biomed shop and successfully completed all power on self tests and displayed 'system test ok' message. The customer also advised that the unit was functioning correctly at the time. The fse then advised customer to leave the unit plugged in and connected to a/c power over the weekend in attempt to replicate the reported failure. The fse then received a follow up email correspondence from the customer, where it was advised that the device was left 'on' over the weekend and the display appeared to be functioning correctly at this time. The customer then declined further intervention by getinge. The fse stated that based on feedback from customer it appears as though the device is functioning correctly and the unit was cleared for clinical use.

Event description:
N/a.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) display has wavy lines through it.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.